Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a breast and endocrine surgery and a reservoir was attached to a drain. During use, the suction force was weak. There were no adverse consequences to the patient.

Manufacturer narrative:
During the sample evaluation the plate was able to open and close without any problem. Tie strap did not interfere on the correct function of the locking mechanism. Sample was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Sample was found in good condition. Plate was activated and de-activated several times without any issues. Reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal was verified, sample didn¿t present any damage, channels or incomplete seal that could generate a leak on the sample. Plate was locked and ports were closed then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition, confirming there is no damage on the perimeter or the port seal. Based on the present analysis and sample evaluation, the reported defect by the customer could not be related to manufacturing process. It is considered that for the report made by user, other external causes could have affected the product integrity/functionality such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.